Manufacturer narrative:
No pt info provided as no pt was involved in this concern. RMA issued. Replacement part shipped to site.

Event description:
A medtronic rep reported the vertek arm is loose and it will not lock or tighten when attempting to turn the handle. This event did not occur during a surgery and no pt was present.